Event description:
A malfunction alarm was reported with a code displayed as malf 12, which did not result in any adverse impact on the customer's blood glucose level. Technical support provided assistance to reset the pump, and after the reset, the same malfunction did not recur. The customer continued to use the pump for insulin therapy.